Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro branch ligation feature was activated, but would not activate and cauterize. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Evidence of blood was observed on the harvesting handle. The heater wire was observed to be slightly flexed away from the hot jaw from the center to the tip of the hot jaw, but remained attached at the base and tip. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 5 times while the cable connections were manipulated with no observed failure. We were unable to observe any electrical issues or failure to energize for the complaint unit during our testing. Based on the results of the evaluation, the reported failure mode ¿failure to deliver energy¿ was unable to be confirmed but was confirmed for analyzed failure "material twisted/bent; wire".

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro branch ligation feature was activated, but would not activate and cauterize. A replacement device was used to complete the procedure. The hospital did not report any patient effects.